Event description:
As a result of a self inflicted gun shot wound, the pt suffered a mid-shaft femoral fracture. A first surgery was attempted to repair the comminuted/mid-shaft fracture using a short 20 cm aos trochanteric nail. The short aos trochanteric nail is indicated for trochanteric fractures and had insufficient length to fully support the fracture. As a result the fracture failed to heal. A revision surgery took place in 2008, which replaced the short aos trochanteric nail with an aos es trochanteric nail 11 mm x 42 cm x 130 degrees. On two and a half months later, it was reported that the nail had fractured through the most distal proximal screw hole. The fracture was again revised using a 13 mm synthes nail. A review of available info showed that the aos es trochanteric nail 11 mm x 42 cm x 130 degrees was the incorrect nail for this type of comminuted/mid-shaft fracture. The aos es nail is indicated for trochanteric / subtrochanteric fractures.